Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed that normally open tubing through valve vl12b was cut. The tubing was replaced, resolving the event. (B)(4).

Event description:
The customer reported observing bubbles in the white blood cell (wbc) bath on a coulter lh 750 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.